Event description:
My daughter is a type 1 diabetic and she has been using the dexcom g7 sensor since (B)(6) 2023. The company claims that the continuous blood glucose monitor only needs to be changed every 10 days and does not require her to finger prick to test her blood and calibrate. It also claims to be within a 8.7 accuracy rate. This sensor that she has been using has only once ever lasted 10 days. Once. On average my daughter has had to change her sensor every 3 days. Yesterday we changed in twice in a 12-hour period. She has had over a 90% fail rate. The sensor is dangerous. It often is off by more than 10 points. So if her blood sugar is 13 it will often read as 2. The sensor consistently reads a "urgent low" which is a medical emergency and requires immediate lifesaving intervention. But 9/10 her sugar is not urgent low. The sensor will not allow us to recalibrate to the correct number. It will read urgent low for hours, alarming every 5 mins for as long as 8 hours until the sensor fails. This often happens in the night and I have gone up to 5 days in a row without sleeping due to this issue. When the sensor is not reading the accurate blood sugar the insulin pump she is connect to (omnipod) does not receive the correct information, and she then does not receive the insulin that is required to keep her blood sugars stable and thus keep her alive. When this happens my daughter can go up to 8 hours without receiving adequate amounts of insulin or receiving an accurate reading. If we change the sensor before it reads "sensor failed" dexcom will not provide and replacement. I make 41.50 an hour and the sensor cost (B)(6) where I live. I cannot afford to replace my daughter sensor on my own. I need dexcom to approve it. Dexcom is publicly endorsed by our government programs and the technology that dexcom claims to provide is connected to the other medical devices such as omnipod. So it's not as easy as just switching to another product because it is paired with omnipod as well as our insurance and government program which uses dexcom. I have phoned dexcom every single time this has happened and reported it. The product is getting worse. They don't care. I ask to speak to managers and they don't call back. They flat out say they don't know what the issue with the sensors are and they don't know if it will be fixed. I even emailed the ceo, board of directors and the jdrf (juvenile diabetes research foundation) to voice my concerns. Yet, they still publicly market their sensors last 10 days, require no calibration and have a 8.7 accuracy rate. These sensors are dangerous. Type 1 diabetes is a serious disease that requires 24 life intervention saving intervention. Dexcom monopolizes the market claiming that they are the world leaders in providing a technological advanced medical device. It's a lie. It's all a lie and my 10-year-old daughter's medical well being, her life is on the line. I know I'm not the only one. There are thousands of forums on the internet of people saying the same, our type 1 community has the same problems. The most dangerous part is that dexcom is receiving public endorsement from you the FDA, the provincial medical programs and the jdrf. There is no opportunity for other sensor providers to come into the market because dexcom is paired so heavily with these providers. But please, I'm begging you to hear me, please open an investigation, the g7 does not work. It is dangerously inaccurate and it is unsafe. It is not a safe medical device. You are my last hope. Please. This morning the sensor read urgent low 2.2 (critical life threatening) her actual blood sugar was 6.3. It has been 20 mins and 4 cycles and despite me entering the correct blood sugar, her sensor continues to read 2.2-2.4mmol/l. "9074". Reference report: mw5158170.